Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, serial#: unknown, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient who was implanted with a neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. Caller was requesting assistance getting appointment with local rep as patient has been complaining a lot about pain and stimulator doing weird stuff. Caller states patient has not had ins checked/programmed since implant, and caller thinks ins should be reprogrammed to optimize therapy. Caller states patient can feel "buzzing" of stim but does not get pain relief from therapy. Patient thought ins had moved, but hcp confirmed with patient that ins has not moved. Event date was provided as at least the last 6-9 months. Additional information was reported that the patient 's stimulation is not working well. The patient had high impedances (contacts 0-3 are 6k-9k ohms) one of their quad leads. The patient was reprogrammed and the lead was avoided. The patient was given three new groups and will try them for a week. The patient's battery is also at elective indicator removal (eri). The patient noted having a fall at one point, and the system was checked and the patient stated it was fine. It is unknown at this point of the patient's issue with their stimulation was resolved. No further information was reported.

Event description:
Additional information was received from the rep. It was reported that the cause of high impedances was undetermined. Patient's eri was due to normal battery depletion. Patient's pain was mapped and stimulation was reprogrammed. Rep will follow up in one week with patient to determine whether or not reprogramming is successful in controlling pain. The provided information was confirmed with physician/account.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), implanted: (B)(6) 2011, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the leads were ¿dying¿, and the patient stated that she had four leads; one of them was very weak. The patient also reported that the implantable neurostimulator (ins) was coming on/off on its own and since she had been reprogrammed, her therapy was working better for her. Lastly, the patient reported that her ins moved in her hip two inches for three to four years and she was working with her doctor about it. There were no further complications reported or anticipated.